Event description:
On (B)(6) 2011, pt's mother reported her daughter was sent to the emergency room due to elevated blood glucose level. Mother stated the pt's blood glucose level was 781 mg/dl. Mother reported she is not sure what the pt's normal blood glucose range is but the a1c is usually around 6.0%. Mother stated the pt was working outside, got tired and vomited. Mother reported when the pt arrived at the hospital, they found out she had pneumonia. Mother stated the hospital will not release the pt until she gets a new infusion device. Mother reported the pt is currently being treated with an insulin drip in the ICU. Mother stated she does not know if the infusion device displayed any error messages. Mother reported she does not know if the infusion device was in the stop mode or temporary basal rate mode. Mother stated she does not know if the pt missed any meal boluses. Advised mother for pt to use syringe therapy until new infusion device arrives. Mother reported the pt is to be released tomorrow. On f/u call to pt's mother on (B)(6) 2011, informed mother that the infusion device will be delivered next day delivery. Product was replaced and requested return of the alleged product for eval.